Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited pacing impedance measurements high out of range on the right atrial (ra) lead. Technical services (ts) reviewed and referred the patient to their clinic. This product remains in service. No adverse patient effects were reported.